Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: (B)(6) 2007: [missing records: records for ¿CT abdomen revealed ventral hernia¿ was not provided.] (B)(6) 2007: (B)(6). (B)(6), md. History and physical. Admitted for repair of ventral hernia, possible patch reinforcement. Pulling sensation and pain around hysterectomy scar. Because of pain CT scan of abdomen (B)(6) 2007 revealed ventral hernia. Hernia has wide neck. Increased pulling and dragging discomfort, referred for repair. Hernia confirmed, given treatment options. Elective repair recommended. Advised of risks and complications of not having this repaired as well as risks and complications relative to procedure, include infection, bowel obstruction, recurrence, might require further treatment. Patient understood and agreed. Exam: defect around hysterectomy scar, bulges when upright position or valsalva maneuver. Neck of hernia measures 4-5 cm, well-healed scar below this. History: appendectomy, bilateral tubal ligation, partial hysterectomy. Smokes one-half pack daily, drinks socially. Impression: ventral hernia. Plan: repair with patch. (B)(6) 2007: (B)(6). [Signature illegible]. Anesthesia record. Weight 219 lbs. Asa 2. (B)(6) 2007: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: incarcerated ventral hernia. Postoperative diagnosis: same. Surgical assistant: (B)(6), rnfa-I. Anesthetist: (B)(6), crna. Anesthesia: general. Operative procedure: repair of incarcerated ventral hernia with dualmesh patch. ¿following satisfactory endotracheal general anesthesia, with the patient in the supine position, the entire abdomen was prepped with betadine antiseptic and draped in a sterile manner. The defect was located just above the transverse scar from previous hysterectomy. Through a midline incision above the scar and crossing the midline a little, this was extended about 5 cm above the scar and deepened through the thick subcutaneous layer. After the scarpa layer was entered, a bulge was noted just above the old incision scar, which turned out to be the sac of the hernia that was dilated. It should be noted that the rectus fascia was somewhat weak on either side. The fat was dissected off the fascia and the hernial defect (about 4 cm) was noted. The sac was opened and the attenuated peritoneum over this was defined. The thickened peritoneum on the lateral side was then identified. A rim of allis clamps were applied and included with the fascia. A space was actually developed through the hernia, where the bowel was slipping through. The entire sac was then sharply excised. Because of a significant defect in the fascia, it was felt that patch reinforcement wound be needed. We chose the dualmesh patch, with the soft gore-tex placed intraperitoneally and rough surface towards the fascia. After the rim of the fascia was defined, about 2 cm around its circumference, the patch was tailored to be accommodated without excess or undue tension. This was anchored with a running suture, placed both through the fascia and intraperitoneally, into the fat, through the patch and out of the peritoneal cavity into the fascia. About two strands of suture were placed on either side. When the two sutures met in the center, the two strands were tied snugly, but without undue tension. Before the sutures were tied down, the counts were reported to be correct x 2. We irrigated the soft tissue layer with warm saline solution. The scarpa layer was approximated with 3-0 vicryl. The subcutaneous layer was approximated with 4-0 vicryl. A drain had already been placed and allowed to overlie the patch, and this exited laterally and was anchored to the skin with 2-0 silk sutures. The skin margins were approximated with sterile metal staples. A sterile occlusive dressing was applied. The patient tolerated the procedure well and was taken to the postanesthesia care unit in satisfactory condition.¿ (B)(6) 2007: (B)(6). Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc03. Lot batch code: 04940558. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc03/04940558) was implanted during the procedure. (B)(6) 2007: (B)(6). (B)(6), md. Pathology report. Specimen: ventral hernia sac. Final diagnosis: ¿hernia sac¿, ventral, hernia repair: hernia sac. Gross description: (ventral hernia sac) received in formalin are three fragments of fibromembranous tissue with attached adipose tissue, measuring 4.0 x 2.0 x 0.7 cm to 7.0 x 4.0 x 0.8 cm. One surface is smooth and lusterious [sic]. Two representative sections are taken and submitted in one block. (B)(6) 2017: (B)(6). (B)(6), md. Office notes. Recurrent ventral incisional hernia, abdominal pain. Developed painful bulge in lower abdomen at site of prior hysterectomy scar, where she previously had hernia repair with mesh 2007. States bulge is not as big or ¿lumpy¿ as before prior repair, but more painful. Describes as a burn or ¿really big stretch¿. Exam: weight 101.4 kg, bmi 41. Abdomen soft, significant midline diastasis, small hernia defect lower pole of low midline incision, reduces. Tender to palpation of defect. Impression/plan: recurrent ventral incisional hernia. (B)(6) 2017: (B)(6). (B)(6), md. Operative report. Preoperative diagnosis: recurrent ventral incisional hernia involving prior c-section scar. Postoperative diagnosis: recurrent ventral incisional hernia involving prior c-section scar. No obstruction or gangrene. Procedure performed: open repair with mesh of a ventral incisional hernia. Anesthesia: general. Blood loss: minimal. Specimen: none. Implant: parietex 12 cm mesh. Disposition: outpatient. Indication: ¿patient is a 42-year-old-female known to me from prior cholecystectomy. She has recurrence of a ventral incisional hernia which is in a lower midline scar from a c-section. She had previously had this repaired with mesh, but the hernia has recurred. She has no evidence of obstruction. Risks, benefits and alternatives were discussed with her and she agreed to proceed. Description of procedure: patient was brought to the operating room, placed under general anesthesia, and then positioned, prepped and draped in the usual sterile fashion. Timeout was performed. Incision was made through her prior midline scar to where the palpable hernia contents were. Upon exposing this it did prove to be an extremely large ventral hernia. Her prior mesh was located in the left lateral position where essentially it had torn away from her fascia. Her fascia is extremely thin and blown out in appearance all the way around the defect. Once the defect had been completely cleared and abdominal contents reduced, a 12 cm mesh was selected and soaked in saline. Gloves were exchanged and the skin was redraped. The mesh was inserted into the hernia defect and secured in circumferential fashion with 0 ethibond sutures. Hernia sac was closed over the mesh as there was no way to bring the fascia closed over it. Deep tissue was closed with 3-0 vicryl. The incision site was anesthetized at the start and end of the case with 1% lidocaine with epinephrine. Skin was closed with a 4-0 monocryl and dressed with skin glue. Counts were correct. Patient did well with the procedure and went to outpatient recovery in good condition.¿ (B)(6) 2017: (B)(6). Implant sticker. Symbotex¿. Covidien. (B)(6) 2017: (B)(6). (B)(6), md. Office notes. Status post ventral hernia repair. Felt fine until week ago when had sneezing fit and clear fluid drain from incision. That stopped, since then felt chills, pain in area. Exam: abdomen soft, appropriate tender, incision clean, dry, no seroma, ecchymosis, erythema, or drainage. No recurrence. Assessment/plan: drainage of seroma and wound, repair site looks fine. Do not see evidence of infection. Discussed ongoing wound care, continued lifting restrictions. Follow up as needed. (B)(6) 2017: (B)(6). (B)(6), md. Office notes. Drainage clear yellow or pinkish fluid from incision. Wearing pad to catch it. No redness. Exam: abdomen soft, incision clean, intact, minimal serous fluid on dressing. Seroma of surrounding tissue with out erythema or evidence of infection or recurrence. Impression/plan: abdominal wall seroma. Post op seroma drainage from incision. Incision at most dependent part of heavy pannus. Discussed wound cares, watching for redness, should resolve given time. (B)(6) 2018: (B)(6). (B)(6), md. History and physical. Ventral hernia fixed last year. After that developed chronic draining sinus tract, CT demonstrated going down to the mesh. Mesh needs to be removed, may require further surgery in future. Exam: weight 97.9 kg, bmi 40. Gastrointestinal: soft, non-tender, draining fistula in lower midline. Impression: infected hernioplasty mesh. Plan: excision of mesh today, primary closure. Hernia expected to recur, will address at later date. (B)(6) 2018: (B)(6). (B)(6), md. Operative report. Preprocedure diagnosis: infected ventral hernia mesh. Postprocedure diagnosis: infected ventral hernia mesh. Procedure performed: excision of infected ventral hernia mesh. Assistant: (B)(6), rnfa. Anesthesia: general laryngeal mask. Anesthetist: (B)(6), crna. Anesthesiologist: dr. (B)(6). Estimated blood loss: minimal. Drains: none. Implants: none. Complications: none. Findings: ¿the mesh was removed and it had a purulent surroundings to it with tissue and this was all cauterized and scraped. All the suture that we could find from the previous repair was removed as well. Indications: chronic draining fistula from her old mesh proven by CT. Details of procedure: she is taken the operating room, placed in supine position. Once anesthesia was obtained, there was secured. She was prepped and draped in usual fashion. We did a proper time-out. We all agreed and anesthesia gave permission to start. We injected local anesthetic around the fistula and then we used a 10 blade scalpel to do an elliptical incision going around it and we dissected down. We found that more of the fistula tracked deeper. We cut across this, so we did out best to excise and remove all the infected tissue as we worked our way down. We very quickly found the fascia, a little bit more shallow than I expected and, interestingly when we got ahold of it, the whole mesh just came right out. It was not well adhered to the tissue consistent with an infected mesh. We found a couple pieces sutures still there of what appeared to be ethibond. We removed it as well. Then around the edges just above the fascia there was what looked more like chronic infected tissue. We used a looped 0 pds and starting at the top, we closed it working in a craniocaudal manner and tied off securely at the base. We then closed the deep tissues with 3-0 vicryl and the skin was closed using staples. Comment: I am presuming the hernia will reoccur as patient has the formation there, but I did not feel we could today and not have an infection, so we will wait and consider this at a later date.¿ (B)(6) 2018: (B)(6). (B)(6), md. Pathology report. Diagnosis: fistula tract/infected hernia mesh: skin with associated foreign material (mesh) with surrounding acute and chronic inflammation consistent with fistula tract. Specimen type: fistula tract. Gross description: received is a single specimen in formalin labeled with the patient¿s name and ¿fistula tract infected mesh¿ consisting of two fragments of skin and fibrofatty tissue. The ellipse of skin measures 6.3 cm in length x 0.9 cm with 2.3 cm of underlying connective tissue. There is a small fistula opening at the surface measuring 0.2 cm in diameter which extends into the underlying subcutaneous fat. The second fragment is a piece of fibrofatty tissue 5.5 x 3.2 x 2.5 cm with an embedded suture. On cross section there is a sinus/fistula tract surrounding the suture with pink granulation tissue. (B)(6) 2018: (B)(6). (B)(6), md. History and physical. Ventral hernia repaired within past year, developed infection, drained afterwards, underwent surgical exploration inflammatory phlegmon removed, wound closed. It has not helped, continued to drain. Impression: infected hernioplasty mesh. Plan: repeat surgical excision, try to get all mesh out primary closure. (B)(6) 2018: (B)(6). (B)(6), md. Operative report. Preprocedure diagnosis: infected hernia mesh. Postprocedure diagnosis: infected hernia mesh. Procedure performed: removal of infected hernia mesh. Repair of enterostomy of small intestine x 1. Incidental lysis of adhesions. Two layer closure with placement of penrose drain. Assistant: (B)(6), rnfa. Anesthesia: general endotracheal. Anesthetist: (B)(6), crna. Anesthesiologist: (B)(6), md. Drains: one quarter-inch penrose drain was placed outside the fascia below the subcutaneous tissue. Catheters: none. Estimated blood loss: 150 ml. Complication: none. Condition of discharge: to the floor and stable. Indications: infected mesh. Details of procedure: ¿she gave informed consent and she was taken operating room, once there she was placed in the supine position and anesthetized. Please refer to anesthesia notes. We did a proper time-out then and anesthesia gave permission to start. We injected a local anesthetic and we used a 10 blade scalpel removed the old scar and then dissected down. We went straight down the midline and had to work our way and slowly find the mesh. It appeared to be mostly well incorporated. We initially peeled it off from the right side and took it from the fascia and then used bovie electrocautery to remove it and a lot of time it was just by feel we could not really see it. As we worked around to the right side, we got to one area that was a small pocket with purulence and a small pocket with infection was only about 2 cm in maximal diameter. We removed all this with the mesh in 1 specimen and we got cultures of it too. We took all that out. We irrigated and the return was clearing. We then used an abdominal fish retractor to keep the belly inside and then we started closing it using 2 stitches of 0 pds, 1 string in the bottom and 1 string at the top. Fortunately, with the relaxation under paralysis we could pull the fascia together because there was a reasonable sized defect. We brought it all together, and we brought the stitches to middle and tied them securely. We then put a quarter-inch penrose to the outside going on the left side of the incision, and then we closed the deep tissues with a 3-0 vicryl and the skin was closed using staples. Dressings were applied. She tolerated the procedure well and was taken to recovery room in stable condition. We repaired 1 small-bowel enterotomy where the adhesions tore it down and we trimmed a few adhesions, but it was not enough to qualify for extensive lysis of it. The one repair was serosal only. We repaired it with 1 running 4-0 vicryl. All counts were correct.¿ (B)(6) 2018: (B)(6). (B)(6), md. Pathology report. Diagnosis: infected abdominal mesh: synthetic abdominal mesh with surrounding fibrosis and chronic inflammation. Specimen type: infected abdominal mesh. Gross description: received is a single specimen in formalin labeled with the patient¿s name and ¿infected abdominal mesh¿ consisting of a single fragment of fibrofatty tissue 14.0 x 7.0 x 2.5 cm. On cross section the tissue surrounds embedded blue synthetic mesh. (B)(6) 2018: [missing records: records for ¿CT abdomen/pelvis with contrast for fluid accumulation/developing abscess¿ were not provided.] (B)(6) 2018: (B)(6). (B)(6), md. History and physical. Previous surgery for removal of infected mesh july of this year. Penrose drain placed, left in 20 days. Removed, feeling feverish, abdominal pain within a week. Presented to ER last night, CT shows fluid accumulation/developing abscess. Gastrointestinal: low midline pain, fullness. Abdominal pain middle, severity moderate, continuous. Impression: abscess of abdominal wall. Closure of wound with drains has failed twice. Plan on draining this, packing it open. (B)(6) 2018: (B)(6). (B)(6), md. Operative report. Preprocedure diagnosis: abscess of abdominal wall, not involving the peritoneum. Postprocedure diagnosis: abscess of abdominal wall, not involving the peritoneum. Procedure performed: open incision and drainage of abscess of the abdominal wall and leaving the abdomen open and packing it with iodoform gauze. Assistant: (B)(6), rnfa. Anesthesia: general laryngeal mask. Anesthesia providers: dr. (B)(6) and (B)(6), crna. Estimated blood loss: minimal. Drains: none. The wound was left packed open. Implants: none. Complications: none. Findings: ¿she had a large, purulent foul-smelling abscess at the abdominal wall. Of note, she had infected mesh removed on (B)(6), and a penrose drain was left in there for roughly 3 weeks. No drainage noted. It was pulled, and she has developed this in the interim. Description of procedure: the CT scan showed the abscess. She was taken to the operating room and placed in supine position. Once anesthesia was obtained and the area was secured, she was then prepped and draped in the usual fashion with betadine prep. We entered the abdomen once she was fully anesthetized, and anesthesia gave permission to start, and she was draped after we did a proper time-out. Using a 10-blade scalpel, we went in and started getting purulence. We got cultures at that point, and then we did not enter into the peritoneum. There was a back wall to it, and with the inflammation, it was difficult to tell where it was or how deep, but we did not proceed through this. We got all the purulence we could get out. Then we irrigated with copious amounts of water and suctioned it back out immediately. Return was clear. Then we packed it with 1 inch iodoform gauze to the top and leaving the wound open. It was covered with dry gauze, abd and tape, and she was taken to ICU for recovery in stable condition. All counts were reported as correct.¿ (B)(6) 2018: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2018procedure was not provided.] (B)(6) 2018: (B)(6) 2018. (B)(6) 2018, md. Discharge summary. Discharge diagnoses: abscess of abdominal wall. Prognosis good, advance diet and increase activity as tolerated. Wound care: leave wound packed, keep dry. Disposition home. Principal discharge diagnosis: abscess of unknown etiology, cultures pending of lower midline. Procedures performed: had subsequent open incision and drainage of abscess, wound left open, packed on (B)(6) 2018. Had hernia mesh developed into infection, cleaned out twice with different types of drains, last time included entire mesh. Both times developed recurrent infections. This time drained left open and packed. Hospital course: did well, wanted to go home, not requiring pain medications. Comment: cultures not back, but was an abscess, well contained by body, not concerned about systemic problem with it. A potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information. It should be noted that the gore dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
D2: added common device name. D4: added lot #, catalog #, expiration date, di #. G5: added PMA/510k #. H4: added device manufacture date. H6: updated method code 1 and results code 1. H6: conclusion code remains unchanged. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Product identification records for the alleged gore device was not provided. Therefore, a review of the manufacturing records could not be performed. (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2007 and (B)(6) 2017 whereby a gore® dualmesh® biomaterial was implanted. If multiple explant dates are provided: the complaint alleges that on (B)(6) 2018 and (B)(6)2018, additional procedures occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: mesh torn away from fascia causing hernia recurrence,((B)(6) 2017), abdominal fistula with I&d leaving the wound open with wound packing(6/21/18), mesh removal. Additional event specific information was not provided.